Manufacturer narrative:
A steris service technician inspected the unit and was unable to duplicate the reported event. The technician checked and found no faults with the inflatable seal, lid seal, float block, fill valve, lid latch and touch pad. No repairs to the unit were made. The technician was unable to replicate water coming from the lid as the customer described. The technician was able to successfully activate the cancel button for multiple cycles. A diagnostic and processing cycle were completed and the unit was deemed operational. No additional issues have been reported. A review of the cycle printout associated with this event showed a normal cycle was completed. In addition, the diagnostic cycle run immediately before the leak event passed successfully. The system 1e has control settings to abort the cycle if the unit does not sense the lid is closed or completely full within five minutes of the initiation of the cycle. An aborted cycle would be noted on the cycle printout. If there had been an obstruction in the lid (usually caused by improper loading of the scope) or a lid latch out of adjustment, the cycle would abort after a 5 minute period and not continue to spill for 23 minutes as the facility reported.

Event description:
The user facility reported that shortly after an employee started a processing cycle, the unit started leaking water from the right corner of the lid coming in contact with the employee's clothes. The employee reported feeling a slight burning sensation where wet clothing contacted her skin. The employee tried activating the cancel button but reported the unit would not shut off. It was reported the unit continued to leak for 23 minutes before maintenance was able to turn off the water at which point the cycle already completed. The employee washed and changed clothes, and the burning sensation went away with no adverse effects observed. No medical treatment was sought or administered and the employee returned to work. The scope was processed using an alternative method as the facility only has one system 1e processor. A procedural delay was reported.